Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged from the proximal section up to mid-section with stent struts pulled distally from the proximal markerband, stretched and bunched towards the mid-section of the stent. Stent damage most likely occurred when it got in contact with the sheath since stent struts were pulled distally from the proximal markerband and bunched at the mid-section of the stent and further damage to the stent most likely occurred during withdrawal process as stent struts were also noted to be stretched at the proximal end of the stent. The tip was visually and microscopically examined and slight damage was noted on the distal edges of the tip. Tip damage most likely occurred due to interaction with the sheath when the device was being loaded into the sheath. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 38 synergy¿ drug-eluting stent was advanced for treatment. However, it was noted that the stent was twisted due to its passage into the sheath. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 38 synergy¿ drug-eluting stent was advanced for treatment. However, it was noted that the stent was twisted due to its passage into the sheath. No patient complications were reported.